Event description:
Customer complains blood leak after 15 min into treatment. Pt suffered a blood loss of approx 255 ml and it was not returned by clinic policy. No medical intervention was necessary.